Event description:
There was no patient involved in this event. The buzzer sounded and the standby display was red.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 5th april 2017. Throughout the investigation, the green status led flashed as normal and the red status led and failure chirp did not activate outside of specification. Information from the device memory showed the device failed no self-tests, which is the normal condition required to activate the red status indicator it is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The buzzer sounded and the standby display was red.